Manufacturer narrative:
(B)(4). Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the patient accidentally poked herself with the suspect device. No additional information is available as the customer did not leave contact information.